Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing an intermittent 'clicking' sound, like a clock ticking, since his device check on thursday. The clicking occurs 1-2 times a day and last for a few minutes. The patient is lucid and the spouse claims to have heard the clicking, too. Additionally, the pacing threshold of the lv lead is 6.0 v @ 0.5 ms and 5.0 v @ 0.5 ms with electronic repositioning.